Event description:
Reports leakage from the tubing of a uv transfer set after 5 months of use. The pt noted the leak approximately 29 cm from the tip of the set spike and reports that pt always carries a "transfer set holding" at the abdomen, which causes the tubing to bend. The pt suspects the leak to come from the area of the bend in the tubing. The affiliate reports no pt injury or medical intervention as a result of the incident.